Manufacturer narrative:
Updated information: b1 adverse event is checked in addition to product problem. H2 report source checked other and added two voluntary medwatch report numbers.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2025, an eighty-three-year-old man underwent placement of an impella device. During setup, the purge cassette was unable to prime. A second automated impella controller was connected, but the purge cassette again did not prime. After the purge cassette was replaced, the system primed successfully and the device functioned as intended. No additional clinical details were reported other than documentation that a decision was later made to withdraw care, and the patient subsequently expired. Based on available information, no device-related patient injury was reported.